Event description:
The customer reported that the system froze upon initialization and failed to reboot. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptable power supply) was evaluated and identified as requiring a recharge. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.